Event description:
It was reported that 18 relion 8mm pen needles were unable to prime. The following information was provided by the initial reporter: "consumer reported found 18 pen needles from this box to clog during flow check."

Manufacturer narrative:
Date of event: unknown. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: customer returned (21) used 31gx8mm pen needles from lot# 0217120. The consumer reported 18 pen needles were clogged during flow check. The returned pen needles were examined, then tested for flow using a test pen injector: all 21 samples were able to expel properly. No defects were observed on the returned samples. Lot#0217120 DHR was reviewed and no qn found. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 18 relion 8mm pen needles were unable to prime. The following information was provided by the initial reporter: "consumer reported found 18 pen needles from this box to clog during flow check."